Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mom reported via phone call that customer was hospitalized due to low blood glucose level of 34 mg/dl. The customer's blood glucose level was 33 mg/dl. The customer reported that they were treated with glucose tablets. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the drive support cap was normal. The customer alleged the insulin pump for over delivery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(6) 2019. It was also reported that insulin pump will be returned for analysis.